Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Subsequently, it was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 251 mg/dl and a moderate ketone level. Customer took bg lowering medication to address the bg. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the next day (B)(6) 2024 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.